Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy via a manufacturer¿s representative (rep). The rep reported that the battery depleted quicker than before and took longer to charge. The rep reported that stimulation was intermittent. The rep reported that there were no known factors that could have contributed to this issue. The rep reported that an impedance check showed contacts 1, 2, 3 were out of regulation (oor) was left 3888, but didn't produce any stimulation. The rep reported that the right epidural lead did not go down the leg as the patient needed, only hip. The rep reported that some reprogramming was done. The rep reported that the doctor would likely look under x-ray and possibly refer for revision and replacement as the patient¿s ins was almost 8 years old. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that reprogramming was attempted. It was noted that some out of regulation contacts involved with previous programming required higher energy which required more recharging and the patient was not charging to full. The cause of the issues was not determined and not resolved.